Event description:
It was reported that patient was having an overheating ipg. It was also reported that the patient was experiencing overstimulation. The patient underwent an ipg replacement procedure. The explanted device was kept at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.